Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI)# and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
This supplemental report was created to update d4 and g1: model and serial number and the MFR site facility name.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. This implantable lead was explanted.